Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. No back light anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer stated that the back light on the insulin pump stays on until the buttons are pushed to turn the light off. It was also reported that the customer received a low battery alarm. Customer's blood glucose level at the time was 176 mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.